Event description:
It was reported by a vns patient that since the vns was changed, she is staying exhausted, and is having more noticeable seizures. She reports that she has been swiping the magnet, but gets so weak even the magnet is heavy. Additional relevant information has not been received to-date.